Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Investigation of the returned pod found a leak in the exposed portion of the soft cannula. It cannot be determined when this damage occurred. The downloaded data shows no high pulse widths that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 500 mg/dl. The pod was worn on the patient's hip/buttocks for between 24 and 36 hours. As treatment, a manual injection of insulin was administered utilizing an insulin pen.